Event description:
During a laparoscopic procedure,a kronner manipujector broke inside the patient. An approximately 3" piece was removed manually (fingers or forceps). There was no report of patient injury.